Manufacturer narrative:
The impella cp was returned for analysis; however it was reported that the 14fr peel-away sheath had been discarded following removal from the patient. The inspection of the device revealed a clot on the impeller. The evaluation of the returned impella cp found that the device was within specification. A review of the device history record did not reveal any issues with the pump during manufacture. The 14fr introducer from this lot passed all incoming inspections. There have been no other complaints associated with introducer kits from this lot. The clinical account of this event stated that the patient had severely diseased vasculature, including that of the peripheral arteries. The clinical account also stated that the 14fr peel away introducer was never removed from the access site, and remained in place for the duration of the case. The diseased vasculature was later repaired via vascular surgery, after which perfusion to the distal leg improved. This indicates that the ischemia was most likely due to the condition of the patient's vessels. The pump was found to be within specification and most likely did not contribute to the condition. In conclusion, the root cause of the leg ischemia was most likely the patient's diseased vasculature. The root cause was unable to be definitively determined because the 14fr introducer was not returned for evaluation.

Event description:
The complainant reported that a (B)(6) year old male patient presented at the hospital on (B)(6) 2018. The patient was found to have severe multi-vessel disease of left anterior descending artery, mid-circumflex, obtuse marginal, and chronic total occlusion of the right coronary artery. An impella cp was placed in the patient's right femoral artery to stabilize the patient. The 14fr peel-away sheath was left in place in the patient's anatomy. After 44.75 hours of patient support it was decided to remove the impella cp and escalate to an impella 5.0, but as the clinicians went to remove the impella cp they noticed that the patient had no pedal pulses. Vascular surgery removed the pump at which point they noticed a clot. Vascular surgery repaired the vessel in the leg, at which time the surgeon remarked that the patient had advanced peripheral artery disease. Following the surgical repair of the vessel perfusion to the distal leg improved.